Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product low number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endovascular aneurysm repair, after the graft was packed with lap sponge, a pool of blood was observed on the drapes. It was determined that the blood was oozing from the graft. The amount of blood loss was greater than normal; the patient required two units of blood. The graft was removed and discarded.